Event description:
The account alleged that the scale pc board was corroded. Possible fluid ingress.

Manufacturer narrative:
The technician indicated there were no injuries. He didn't know if a patient was in the bed and didn't know where the bed was being used. The customer installed a new scale/ppm board to repair the bed.